Event description:
It was reported that the patient had been having yellow wrench alarms once a week but did not look at the controller to see what it says. The patient said the yellow wrench goes away whenever they wiggled their driveline. The only alarms seen on interrogation were low flow alarms from 04sep2022 and 06sep2022. The event log captured intermittent sustained and non-sustained low flow alarms with high pulsatility index events throughout the log. In the morning of 08sep2022 and 12sep2022 the patient had two asymptomatic red heart alarms. It was noted they only had low voltage/ low battery alarms on historical review. The event log captured low flow alarm events on 12sep2022. Some of these events were very brief and did not generate an alarm. The low voltage events recorded occurred while running on depleted batteries. In each case, power was switched to fully charged batteries and the alarm condition was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log files contained data from 02sep2022 to 06sep2022 and from 10sep2022 to 15sep2022. The pump operated as intended at the set speed for the duration of the log files. The log files recorded low flow alarms on 04sep2022, 06sep2022, and 12sep2022. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced low flow alarms. The patient was reportedly asymptomatic during the events. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in the early mornings of (B)(6) 2022, the patient had two asymptomatic red heart alarms. The event log captured low flow alarm events on (B)(6) 2022. Some of these events were very brief and did not generate an alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.